Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Had to go to the doctor to remove it (tampon) [foreign body in reproductive tract] tampon did not have a string [device physical property issue]. Reporter called stating daughter used tampon that did not have a string. No serious injury was reported.